Event description:
The home health care center called to report they received international strips which they had sold to local doctors. The doctor gave them to pts and alleged that had changed pt meications based on the results of the glucose strips. A request was made for the return of the suspect device.